Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer(fse) was not dispatched to evaluate and repair the unit as the user's biomed conducted evaluation and repair. The biomed reconnect the coiled cord and the pcb's inside the unit, such as power management board, driver board and solenoid board. The end user was instructed to test the machine using an iabp trainer and inform getinge immediately if the problem still occurs. Getinge has not received any report from the end user of further issues.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operation on a patient, the cardiosave intra-aortic balloon pump (iabp) unit machine unexpected shutdown. The machine was immediately replaced. There was no patient harm reported.